Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported the insulin pump stopped during a bolus. Supplies were changed and a no delivery alarm was received during priming. It was stated the no delivery alarm was recurring two to three times per week. The caller declined to do troubleshooting and requested the insulin pump be replaced. It was advised the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarm was noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.